Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported a right side deflation. No treatment or surgical reoperation has occurred. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: valve crack, partial delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve (adhesive failure).

Event description:
Device has been explanted.